Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. On an unreported date the patient was treated with vancomycin injection 1gm stat (route, duration, and frequency not reported) and fortum injection 1gm (route, duration, and frequency not reported) for the peritonitis event. On an unreported date it was reported that the patient¿s effluent fluid was clear. It was reported that the patient was recovered from the peritonitis event. It was not reported if dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.